Event description:
Sorin group italia has received a report that, the blood in the venous sock of the inspire hvr hardshell venous/cardiotomy reservoir was not filtering through. The perfusionist needed to come off bypass for 30 seconds and moved the venous line to a 3/8" port above the sock that the vents return to. There is no report of any patient injury.

Manufacturer narrative:
Patient information was not provided. The complained inspire hvr hardshell venous/cardiotomy reservoir is a non-sterile device assembled into a sterile convenience pack (item 044049001, lot 2222700025) that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The complained inspire hvr hardshell venous/cardiotomy reservoir is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone reservoir (catalog number 050704) is also registered in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the complained inspire hvr hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). The involved device has not been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report of decay in the blood filtration performances by an inspire hvr during surgery. Medical team interrupted the bypass for 30 seconds to connect the venous line on a the 3/8" vent connector. Procedure was resumed and completed without any patient impact. No visual evidence showing the phenomenon was provided. Standard manufacturing operating procedure of the hvr indicates that both plasma and coating treatments are conducted on 100% of hvr venous return filter (coating with phosphorylcholine for hemo-compatibility of the surfaces to prevent activation of the blood in contact with the same). A visual check is performed at the end of above steps to verify the absence of wet areas, deposits, opacity and other defects. Finally, the empty hvr with no filter pre-assembled undergoes coating treatment too. No deviations or non-conformities were identified during manufacturing process of involved unit. Review of complaints database revealed no further similar case notified for batch concerned of inspire hvr from the market. Based on collected evidence, the most likely root cause of complained event has been assigned to unexpected blood activation in the system, resulting in partial occlusion of filtering elements and concomitant reduction of open surface for blood flow. The blood clotting issue is a multi-factorial phenomenon correlated with clinical procedure therapies (e.g. Anticoagulant prescription, heparin composition and priming composition) and patient specific health conditions. No device malfunction could be confirmed. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.